Manufacturer narrative:
(B)(4). Eval summary - the analysis results found that one device was returned with the shrouds open. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shroud became damaged; it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs prior to shipments. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure that the device would not staple and would not cut. After five staples were released, the instrument did not cut, nor staple anymore. Another like device was used. There was no adverse pt consequence.